Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged his scs ipg for approximately six months. An sjm representative met with the patient and confirmed the patient's system is inoperable. Surgical intervention is planned for a later date to address the issue.